Manufacturer narrative:
(B)(4).

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a femoral approach. During the insertion of a 14 f isleeve introducer sheath in the femoral artery, resistance was encountered. After checking with angiographic imaging, a split in the tip of the isleeve was noticed. The isleeve was removed and replaced with a different sheath. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the sheath and tip were microscopically examined. The tip is slightly damaged. Examination of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via a femoral approach. During the insertion of a 14 f isleeve introducer sheath in the femoral artery, resistance was encountered. After checking with angiographic imaging, a split in the tip of the isleeve was noticed. The isleeve was removed and replaced with a different sheath. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.